Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was worn on the patient's arm for between 37 and 48 hours.

Manufacturer narrative:
Investigation of the device and reset plus relaunch of the needle deployment system showed no evidence of or abnormalities that would contribute the needle not being (fully) retracted. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.